Event description:
On (B)(6) 2011, a customer called the customer service center and reported receiving than "lower than feels" readings on his precision glucose monitoring system. The customer reported he received a reading of 28 mg/dl "two weeks ago in the morning" (date not specified). No third-party emergent medical intervention or self-treatment was reported. The customer also reported that he had experienced a loss of consciousness "maybe a couple of months ago" (no date was given). The customer stated "I just happened to be walking down the street and I just gave out." Paramedics were called, the customer was treated with glucose and transported to an emergency room. The customer reported receiving IV treatment and possibly an injection. The customer stated he was diagnosed with "low sugar", and treated for hypoglycemia, although he does not remember the treatment given by the doctor at the hospital. The customer also reported a loss of consciousness while at home on (B)(6) 2009 at 1:00 or 2:00 am. He did not report whether any third-party emergent intervention was required, or if any self-treatment was administered. There was no report of death or permanent injury associated with these events.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.